Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the electrical safety test for ground resistance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated or confirmed. The device put through extensive testing which included bench handling and electrical safety testing without any discrepancies. The device was functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.